Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, the patient experienced a tender stoma and a hard lump above the stoma with no pain. On (B)(6) 2022, the patient reported that the stoma is still red and tender with mild brown discharge after completing the prescribed oral antibiotic cephalex 500 ml. The patient was examined by her physician on (B)(6) 2022. The physician stated the antibiotic did not work as there is no stoma infection. Patient experienced contact dermatitis due to using a different tape.